Manufacturer narrative:
Per the IFU, incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. Patients with elevated mean gradient post procedure should be carefully followed. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the s3 high gradient and restricted mobility of leaflets cannot be confirmed; however, an elevated gradient immediately post tavr suggests the possibility of ppm. Additionally, it was recommended to re-evaluate leaflet thrombosis using 4d CT instead. As noted, no intervention was performed. There was no allegation or indication a product deficiency contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 months post implantation of a 29mm sapien 3 valve in the aortic position by transfemoral approach, the patient presented with increased gradients (50mmhg). A CT was performed and there was no evidence of thrombus. A recent echo noted restricted mobility of the leaflets. Per report, plans to treat the patient were being discussed. CT and echo images provided were reviewed by an edwards¿s physician and the following observations were made: the patient had an elevated gradient immediately post tavr, much more than what one would expect for a 29 s3 in a patient that did not have severe calcium. There is clearly a significant change in the current gradient without evidence of a high flow state (stable and normal lvot vti). Review of the echo and CT also does not show any evidence of sub or super valvular stenosis. No CT post elevated gradients were seen. Recommendations: perform a 4dct, which is the gold standard for evaluating leaflet thrombosis. If that is not possible, tee could be performed. Start anticoagulation with a goal of 3 months of therapy. Investigate if there were any issues with initial deployment of the valve. The post op gradient should not have been that high. Of last communication, the patient has not been treated for the increased gradient. This patient has multiple co-morbidities besides the stenosis and was transferred to a university hospital for further care.

Manufacturer narrative:
Updating FDA reporting follow up task owner.